Manufacturer narrative:
The technician found the head hydraulic valve was sticking. He re-placed the valve to repair the bed.

Event description:
Information received indicates the head of the bed will not elevate.